Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: there was no increase in complaints or trend observed. This is the only complaint on lot hcg8010022. Retained product lot hcg7110128 was tested with clinically negative serum samples, as well as low level hcg samples (2 miu/ml serum). The testing results indicated that all devices yielded correct negative results at the appropriate read times. The retained product testing indicated the product performed as expected and met qc specifications. The customer's observation was not replicated. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided.

Event description:
A customer reported that there is an increase in false positives on older patients at the facility. On (B)(6) 2018, a (B)(6) year old woman had a serum sample tested on hcg rapid test and the result was positive. Serum quant test was performed on the same day, (result not provided, but was low); customer stated the quant test was negative. This patient's serum was retested on the hcg combo cassette on (B)(6) 2018 with the result as positive. The customer is not alleging any delay in treatment and/or patient harm related to use on the hcg combo cassette. No additional information available from customer. This is the second of two files. The first file is 2027969-2019-00486.